Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of dinutuximab (3.5mg/ml solution). The dinutuximab was intended to infusion over 9 hours starting at a rate of 6ml/hour and titrating up to 12ml/hour with a total volume to be infused of 100ml. However, the dinutuximab was found to have infused within one (1) hour. The patient was concurrently receiving infusions of d5ns with potassium chloride (20meq) infusing at a rate of 69ml/hour and morphine at a continuous dose of 0.34mg/hour. There was patient involvement but no harm.

Event description:
It was reported there was an over infusion of dinutuximab (100 ml with concentration of 0.119mg/ml with intended dose of 17.25mgm2. Patient body surface area was measured to be 0.69m2. The dinutuximab was intended to infusion over 9 hours starting at a rate of 6ml/hour and titrating up to 12ml/hour with a total volume to be infused of 100ml. The bag also contained 27ml prime volume, an unknown volume was used to prime tubing. However, the dinutuximab was found to have infused within one (1) hour. The patient was concurrently receiving infusions of d5ns with potassium chloride (20meq) infusing at a rate of 69ml/hour and morphine at a continuous dose of 0.34mg/hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : weight, weight unit, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report issue of an over infusion of dinutuximab was not confirmed or replicated from a review of the device logs or during laboratory testing after laboratory testing was completed, the suspect device was disassembled for internal inspection. The bezel assembly date code was noted as march 2018 (not recall affected). The pump module is observed to have a lot of contamination and stains inside the rare case. The external inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 24jan2025 at 12:45 pm. The analysis was performed to show the activity of the suspect pump module on (B)(6) 2025: at 9:46 am the suspect pump module (s/n: (B)(6)) was attached and label a; pvi = 0 ml. At 11:31 am the suspect pump module (s/n: (B)(6)) was programmed a primary infusion of dinutuximab. Drug amount = 11.9 mg, volume diluent = 100 ml, patient bsa = 0.69 and dose = 17.2464 with rate = 6 ml/h, vtbi = 74 ml; infusion lasted forty-five (45) minutes and 4.379 ml is infused. At 12:15 am, it was reprogrammed: 11.9 mg, 100 ml diluent, rate = 6 ml/h, vtbi = 69.63 ml. Infusion lasted 15 minutes with 3.829 ml infused. At 12:34 am, the infusion alarm indicated fluid occlusion (pvi = 8.208 ml). At 12:35 am, the module was reprogrammed: 11.9 mg, 100 ml diluent, rate = 12 ml/h, vtbi = 65.792 ml, but infusion was placed on standby. At 12:46 am, the infusion was canceled, and the module was removed from the pcu (tvi = 8.208 ml). Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Please replace the rare case and bezel assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please replace front case. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of dinutuximab was not determined. A thorough review of the device logs and laboratory testing did not confirm any issues that would explain the reported over infusion. Note that this report lists imdrf annex a040502, a1801, c0601, c23, d01, d11, g02017, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.